Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having compression fracture for primary osteoporosis it was reported that during the vertebroplasty procedure at th11, the relevant balloon ruptured while being expanded. The pressure was approximately 120 psi. A new kit was opened and set up. While preparing a replacement kit, the cement hardened and became unusable. Therefore, a new mixer and cement were also opened. Using the newly prepared items, the surgery was successfully completed. There was no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative stating that the there was no direct malfunction with the mixer (a07a). Due to damage to the kpt1502 used together, the cement being mixed in the mixer hardened and could no longer be used, so the mixer was replaced with a new one.

Manufacturer narrative:
D4: lot number is unknown e1: initial reporter details are unknown g2: country of origin is japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.